Event description:
Information received from a manufacturer's representative (rep) reported there was a power on reset (por) that occurred with the implantable neurostimulator (ins) in the box. The ins was set to be implanted that day. The por was successfully cleared with a clinician programmer. It was noted that when the ins first showed por message, the rep turned off the clinician programmer and did not exit out in the usual fashion. Upon second interrogation, the por displayed again and the rep selected ok and the rep was forced to exit the session. The ins was interrogated a third time with the clinician programmer and the rep selected the option to implant ins, then it showed a por message with a 0x0 code. The rep then matched the n-vision clock/date settings and selected the lead configuration and then exited out of clinician programmer session. The rep re-interrogated the ins again and the por was cleared and reviewed that the ins was fine to use. No patient symptoms were reported regarding this event as there was no patient involved.